Manufacturer narrative:
Medical records were received on 07/10/2018 and a medical records review was performed on 07/24/2018. The medical record review summary is listed below. There were no changes to the investigation summary listed below. Medical record review summary: progress note dated 1/18/2017 describing patient's history and physical and the commencement of chemotherapy. Mediport placement on (B)(6) 2017, no complication noted. Progress note dated (B)(6) 2018. Referral to general surgery for port removal and replacement. Operative note dated (B)(6) 2018. Right sided mediport was "malfunctioning". A portogram revealed a leak. The right mediport was removed and replaced with another mediport on the left side. Portogram dated (B)(6) 2018. Contrast leak through a split in the mid catheter. Chest x-ray dated (B)(6) 2018 for confirmation of catheter tip placement. The new left sided port's tip is in the superior vena cava. Investigation summary: as the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that there was difficulty obtaining blood return with the port. An MRI was done and the port was found to be split in two different places. The device was removed and replaced with a new port. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was difficulty obtaining blood return with the port. An MRI was done and the port was found to be split in two different places. The device was removed and replaced with a new port. There was no reported patient injury.